Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed likely noise occurring on the atrial electrogram with baseline minimal noise on the right ventricular (rv) lead electrogram not detected by the device. The caller will question the patient as to whether the patient had a procedure on the date/time listed. The system remains in use. No patient complications have been reported as a result of this event.